Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of mega suturecut needle driver was found to be broken. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.